Event description:
It was reported that the drive support cap of the customer's insulin pump came loose during the priming process. Her blood glucose was 80mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the broken end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.